Manufacturer narrative:
The insulin pump was monitored. All operating currents were tested within spec range. No blank display anomaly noted. All buttons functioned properly. No button error alarms noted. However moisture damage was noted on keypad traces during visual inspection. No moisture damage noted on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error and blank display. The customer's blood glucose reading was 9.1 mmol/l. The customer received button error during battery change. The customer stated that it was raining and she had the pump under her rain coat. The insulin pump was returned for analysis.